Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product was provided for evaluation. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.